Event description:
Tesio catheter inserted in right subclavian on 4/10/99. The pt has bleeding at the insertion site during hd on 4/27/99. The pt was taken to x-ray for trans-catheter stripping of a possible fibrin sheath. A 4.5fr catheter w/ a snare loop was u sed for the procedure. During the first stripping, the longer tesio catheter broke at the level of the right innominate vein. A 10cm segment of catheter migrated into the right atrium of the heart. The segment was pulled back to the left external iliac vein and the pt was taken to the operating room for cutdown & removal. The catheter segment migrated back into the right atrium & removal. The catheter segment migrated back into the right atrium & was removed after several attempts through the right common femoral vein using a 4.5fr snare loop catheter. Pt tolerated procedure well w/ no adverse effects.